Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) probe of the unicel dxc 800 synchron system leaked during operation. Customer reported that they changed the mc sample probe and the collar wash, checked for crimped or clogged tubing. Customer reported that they were unable to resolve the issue. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the mc collar wash waste valve and reagent probes. The fse replaced the stirrer, the reagent probe, and the sample probe. The repairs resolved the leaking issue. The fse tested quality control and found all tests were within specification. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Evaluation - results: stirrer. Bec identifier for this complaint is (B)(4).